Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "the defibrillator went off about a month and half ago and now it went off eight times." The patient also reported "working around some electrical chargers, but that is nothing new." Additional information was requested and it was learned the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. The patient was hospitalized on both occasions and no intervention was performed. The device remains in use and no further patient complications have been reported as a result of this event.